Event description:
It has been reported to philips that there was a fire in the technical room. The system was in clinical use at the time but there was no reported patient or user harm. An investigation into this complaint has been initiated by philips.